Event description:
Customer reported her insulin pump alarmed no delivery. Customer's blood glucose is 210 mg/dl. Customer was unable to do troubleshooting because the issue was a past event. Customer is returning the reservoir for analysis. Customer also reported her sensor readings are inaccurate, causing her insulin pump to go into false threshold suspend modes. She has received constant calibration errors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).